Event description:
The customer reported that the battery compartment of the insulin pump had built up corrosion over time. She also stated the battery cap would not come off and was broken beyond repair and was crumbling into pieces. The customer's blood glucose was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken top part of the battery cap and a corroded battery tube. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the lcd window, and a broken reservoir tube lip.